Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Power our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the insufflator sleeve did not deliver co2 thru the short port on the vasoview hemopro 2. There was a hole inside and it was blocked. A replacement device was used to complete the procedure. The hospital did not report any patient effects.